Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator and right ventricular lead, after previous programming changes to the device were not successfully in preventing recurrence of the issue. Further programming changes were requested but were not yet made. No adverse patient consequences were reported.